Manufacturer narrative:
Initial.

Event description:
It was reported that the pump displayed alert 38 indicating a motor stall, after which the user removed supplies, performed a restart, completed a successful dry run beyond 120 units, and then performed a full supply change using new infusion set, cartridge, and connector, after which insulin delivery resumed; this aligns with a failure to infuse associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem was identified, with the event characterized as a failure to infuse and the implicated component identified as the motor. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.